Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and rec'd results of 192 and 199 mg/dl. The normal control range was 96-132 mg/dl. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips were sent to the customer.